Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference:(B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent procedure, the patient presented on postop day one (1) with a dislocated stent floating in the inferior anterior chamber. The report also noted that intraoperative view during the procedure was obstructed due to excessive blood. Through follow-up, the surgeon consulted with a medical expert who reported discussing ways to manage the free-floating stent in the inferior angle, including measuring and monitoring the endothelium, potentially relocating the stent to the sulcus, and stent retrieval. Per report, the discussion also included injection and aspiration (I/a) techniques to remove excessive blood to ensure that it does not dislodge the stent. Additional information has been requested.